Event description:
The following information was reported: the physician deployed a mynxgrip (5f) vascular closure device intra arterial post subclavian angiography. The femoral artery was severely diseased and was approximately 5 mm in size. The patient presented the following day with loss of pulse in the right leg and pain. An ultrasound was performed and an occluded femoral artery was noted. The patient was carried to surgery and a cutdown was performed. The patient was hospitalized and discharged on (B)(6) 2015. In the doctor's opinion, the event was caused by the mynx device/procedure because this was an intra arterial deployment of sealant. Procedure type: diagnostic peripheral stick location: medium sheath size: 5f vessel type: arterial procedure date: (B)(4) 2015.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the femoral artery was severely diseased and was approximately 5 mm in size. It should be noted that per the mynxgrip IFU, the safety and effectiveness of mynxgrip have not been established in pediatric patients or others with small common femoral arteries (<5 mm in diameter) and patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1501902) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).